Event description:
The customer reported a popping sound coming from the tube head, and an overload fault message was displayed. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.